Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective power management board will be sent to (B)(6) for failure investigation. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during a routine check, the batteries of the cardiosave intra-aortic balloon pump (iabp) could not be charged properly. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and observed visual damage to component q27 which was damaged (burned). The national repair center could not test the board due to the component q27 being damaged (burned and has noted that past experience has shown that when q27 malfunctions, the batteries will not charge. The nrc verified the failure of the batteries not charging. The power management board is being sent to the supplier for failure analysis as per procedure.

Event description:
It was reported that during a routine check, the batteries of the cardiosave intra-aortic balloon pump (iabp) could not be charged properly. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier verified the failure of the batteries not charging and replaced q27, cr70, u24, u20 and q50. The board passed testing after replacement. The nrc investigate the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.

Event description:
It was reported that during a routine check, the batteries of the cardiosave intra-aortic balloon pump (iabp) could not be charged properly. There was no patient involvement, and there was no adverse event reported.